Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, placement of the inferior vena cava (ivc) filter was prophylactic due to a history of neurosurgery and it was indicated for pulmonary emboli (pe). Ultrasound guided and fluoroscopy conformed the ivc filter placement. With routine surgical preparation and drapes, the site of the right femoral vein entry was guided by ultrasound and local anesthetic infiltration. Under ultrasound guidance, the tip of a needle was introduced into the right femoral vein and a guidewire was placed under fluoroscopic control. An inferior cavagram was completed showing normal venous flow with no evidence of deep vein thrombosis. An unspecified cordis retrievable ivc filter with inferior hook was launched and placed at the level of l3-l4. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and four months after the filter implantation. The patient reports migration and tilting of the filter. The patient further asserts to have suffered shortness of breath, numbness of limbs and equilibrium issues post implant and experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an unspecified cordis inferior vena cava (ivc) filter. Per the implant records, the indication was neurosurgery with prevention of pe. Ultrasound guided and fluoroscopy conformed the ivc filter placement. An inferior venocavagram was completed showing normal venous flow with no evidence of deep vein thrombosis. The filter with inferior hook was deployed at the level of l3-l4. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and migration. Per the patient profile form (ppf), the patient reports migration and tilting of the filter. The patient further reports shortness of breath, numbness of limbs and equilibrium issues post implant and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety, numbness, equilibrium disorders and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of unidentified cordis inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and migration. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of unspecified vena cava filter manufactured by cordis. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.